Event description:
It was reported that the intermittent valve stuck open. No additional information.

Event description:
The event date was confirmed as (B)(6) 2021. There were no adverse effects to the patient recorded and the ventilator was exchanged with another vent to solve the issue.

Manufacturer narrative:
Additional event information received, b5 was updated.

Manufacturer narrative:
Manufacturing device history record (DHR) is not relevant to the investigation as reported fault not found and damage caused by impact, also due to the age of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all four small knobs cracked and the front panel is bowed down the middle. Functional testing was unable to duplicate customer reported issue. The root cause of the issue could not be determined however the customer impact to the device might have been causing intermittent failure. Replaced function switch as a preventative, replaced all small knobs, re-shaped the front panel, replaced leaking input manifold assembly, installed MRI battery, sintered filter, and o-rings. Device passed all functional testing.